Event description:
Related manufacturer report number: 2017865-2022-50782. It was reported that the patient presented for follow-up with diaphragmatic stimulation caused by both the right atrial and left ventricular leads. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was diaphragmatic stimulation. As received, a complete lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. Unable to measure s-curve height due to the condition of the lead as received.